Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: 40 (2009) 428¿432. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A journal article was received entitled, the ao/asif proximal femoral nail antirotation (pfna): a new design for the treatment of unstable proximal femoral fractures by praveen mereddy, sri kamath, muthukrishnan ramakrishnan, hamad malik, nigel donnachie, injury, int. J. Care injured 40 (2009) 428¿432. Between february 2006 and august 2007, 20 males and 42 females with a mean age of 78 years with unstable proximal femoral fractures who were treated with the pfna were reviewed. It was reported that in eight (8) patients, the pfna was used to treat prior dhs/pfn fixation failures. No additional information regarding the failures was provided. This report is for a plate (dhs). This is 2 of 6 reports for the same event, complaint (B)(4).